Manufacturer narrative:
(B)(4). Batch # t5a59c. Investigation summary: the analysis results showed that one psee60a device was returned with the anvil bent upwards and the closing trigger and anvil in closed position. A gst60t cartridge was noted to be loaded in the device. The cartridge reload was received fully fired and with damage on cartridge deck. After further analysis it was noted that the knife had buckled. The damage to the cartridge, knife and anvil is consistent with the device being clamped over an excess of tissue, causing the anvil to bent and for the firing stroke and the staple form to be incomplete. A clip was found lodged behind the knife, resulting in the firing mechanisms jamming. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a wedge resection the stapler wouldn't fire, no power. A second like stapler was used to complete the procedure. No delay in the procedure. There were no patient consequences reported. This is all the information known/available regarding this event.